Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. Following pre-dilatation with a non-bsc device, a 4.00x20mm synergy stent was advanced but failed to cross the lesion. Dilatation was performed again, but still, the device could not cross the lesion. The device was removed and it was noted that a part of the stent struts was lifted. The procedure was completed with a non-bsc stent. No patient complications were reported.